Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 540 mg/dl. It was also stated that the insulin pump was alarming motor error prior to the event. The caller was unable to troubleshoot at the time of the call, and stated he would be calling back. Nothing further was reported.